Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported channel disconnection are frequent but works after reconnecting. The event occurred at medical-surgical unit. Although requested, additional information was not provided.